Event description:
Unit displaying error code 28 (keypad). More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was reviewed and the reported error 28 (error keyboard) described in complaint was fournd multiple time in the log file, therefore the reported event is confirmed. Device was not returned to france for investigation as repairs were carried out locally. During external inspection, it was found that the top right corner of top housing found dented and the external parts were dirty. No tests were carried out because it was not possible to perform them due to the problem. During the internal check, the internal parts were found to be dirty, the cpu has a scratch mark, the power supply board was found to be broken, and the capacitor connections were found to be broken from the pc board. It was also found that a cpu ribbon was cut and the ribbon on the communication port was damaged as well as the lcd screen that works intermittently. The reported issue was confirmed and linked to usability. The root cause is due to a fall of the device. To solve these issues, per technical manual, the top housing keyboard assembly and the power supply board were replaced. The cpu, the communication port and lcd display were also replaced. The pump was cleaned, passed the quality control test and was released for use. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.